Manufacturer narrative:
No product was returned for evaluation. The production data of the insulin pump complies with the specifications. The production reports were reviewed. The lot number of the infusion set and cartridge is unknown; therefore, no investigation could be performed. Device was not returned to manufacturer.

Event description:
On (B)(6) 2013, a certified diabetes educator reported patient was hospitalized with diabetic ketoacidosis. She woke on (B)(6) 2013 with hyperglycemia in the 400 mg/dl range. She changed the infusion set and forgot to prime the tube. She completed the prime and then delivered insulin via infusion device and pen, but this did not lower her blood glucose. She was admitted to the hospital on (B)(6) 2013 and treated with subcutaneous insulin, and her blood glucose had returned to normal at the time of the report. No further issues were noted during troubleshooting. Cde reported the patient has lost confidence and the physician believes "there must be something wrong" with the infusion device. Cde requested additional training for the patient, including sick-day management and how and when to test for ketones. The infusion device, adapter, cartridge, and infusion set were replaced and requested for evaluation. Follow-up was completed with the patient on (B)(6) 2013. She was released from the hospital that day and was feeling better.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.